Event description:
Reporter indicated a patient's vns "off" time setting was set to 60 minutes, which was not intended. It is suspected a faulted systems diagnostics test caused the off time to change, as 60 minutes is a default setting for a faulted test. The exact date of the event is unknown, and is reported as approximately (B)(6) 2011. Attempts for further information are in progress.

Event description:
Attempts to the reporter for recent vns programming history have been unsuccessful to date. Available vns programming history was reviewed, which ranged from (B)(6) 2005 to (B)(6) 2009. It was noted a systems diagnostics test faulted on (B)(6) 2009, which caused the settings to change. The setting change was noted and the settings were corrected to the intended parameters, except for the off time which remained at 60 minutes, and there is no further history after this date to confirm if the off time was corrected at a later date. The reporter has been apprised of vns programming anomalies and how they can occur, and that it is always recommended to perform a final interrogation of the vns to verify all settings are as intended. The reporter could not locate in the patient clinic notes that the vns had been reset.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the vns programming history. Analysis of programming history.